Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) came out with the device upon removal and did not deploy in the patient during a watchman procedure. The physician performed a suture (figure 8) to the access site, and the case was finished successfully. There was no reported patient injury. All steps were followed per the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.